Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo capsule that failed to detach from the esophagus. The bravo capsule was placed on (B)(6) 2016. On (B)(6) 2016 the capsule was still attached to the esophagus. The patient reported no pain. The capsule was removed without difficulty.